Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during meniscal repair procedure on (B)(6) 2021, it was observed that the implant on the truespan 12 degree peek device did not fire on the first as well as the second firing. Another like device was used to complete the procedure with a delay of 5-10 minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during a surgery dr. Did acl with meniscus repair. He used the truespan implant and on the first deployment, the implant did not fire. He tried deploying the implant, and the same result happened. The surgeon used another truespan which was lying in the ot which worked fine. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number: 6l78085, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly. Investigation summary: the complaint device was received and evaluated; visual inspection reveals that the device is in normal use conditions. The plastic sleeve was removed to verify the condition of the needle, no structural anomalies that may interfere with a good deployment were found. The customer returned one of the two plates; however, the plate is damaged, biological matter is impregnated on the suture, the second plate was not returned. The red trigger was tested several times, the trigger worked as intended, no jamming was detected. The spring pusher has no structural anomalies. A manufacturing record evaluation was performed for the finished device 6l78085 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection and the functional test results, this complaint cannot be confirmed. The device passed all visual and functional tests, the returned plate is damaged, however, the customer did not provide the details in regards the damaged plate. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.